Event description:
The customer reported being hospitalized due to low blood glucose of 209mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer stated that she was in her doctor's office when her blood glucose dropped to 21mg/dl and had a seizure; then the customer was sent to the hospital. The caller mentioned that she doubled the basal rates starting at midnight a couple days ago. Reviewed the programming, and the reservoir was showing more insulin than what it was showing on the status screen. The customer stated that she has been sick with kidney infection. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.